Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the alert sounds were not being played on the g5 application, the alerts will only vibrate. No medical intervention was reported. Additional event or patient information is not available. Data was not provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.